Manufacturer narrative:
The device history record review provides assurance the part was accepted with conformance to the product requirements. The contribution of the devices to the experience reported could not be determined as the devices were not returned to manufacturer for evaluation. Additional common device name: offset tibial tray, additional catalog #: 208-04-54; additional serial #: (B)(4). Additional common device name: three peg patella, additional catalog #: 200-02-35; additional serial #: (B)(4). Additional common device name: three peg patella, additional catalog #: 208-25-13; additional serial #: (B)(4).

Event description:
Total knee arthroplasty was revised approximately 4 years postoperatively due to aseptic loosening.